Event description:
It was reported that; at the revision surgery, the surgeon found that the rod was broken. The surgeon requested the investigation of the broken rod.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device fractured due to unidirectional bending fatigue. The fracture surface of the submitted device visually indicated patterns related to unidirectional loading. Conclusion: a plausible root cause of the rod fracture is due to patient disease.

Event description:
It was reported that; at the revision surgery, the surgeon found that the rod was broken. The surgeon requested the investigation of the broken rod.